Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have the grip pin dislodged at the distal end. The pin was easily removed from the instrument and did not appear to be properly swaged. The root cause of a dislodged instrument grip pin is attributed to manufacturing. No photo or video was provided by the site for review. A review of the instrument log for the prograsp forceps instrument (part# 471093-11 / lot# k10210921-0162) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for a myomectomy procedure. The alleged event occurred on the 4th use of the instrument. This complaint is reportable due to the following: prior to the start of a da vinci-assisted myomectomy surgical procedure, a pin was found dislodged at the tip of the prograsp forceps instrument. Failure analysis found the instrument to have the grip pin dislodged at the distal end. The pin was easily removed from the instrument and did not appear to be properly swaged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, a pin was found to be dislodged at the tip of the prograsp forceps instrument. The tip was flimsy, with no control. The instrument was inspected before the patient arrived in the room and was not used on the patient. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.